Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported metallic wires visible at the tip could not be determined, as the device was not returned to olympus for evaluation. The event can be prevented by following the instructions for use which state: ¿warning¿ ¿do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector of the endoscope¿. ¿also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the rhino-laryngo videoscope had metallic wires visible at the end. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.